Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable under this event. This will be reported under 3002806535-2016-00560.

Manufacturer narrative:
The 5 of 5. Reference MFR. Reports: 0001825034-2017-00810, 0001825034-2017-00812, 0001825034-2017-00813, 0001825034-2017-00815. (B)(4). Medical product: item: 3003940002, refobacin bone cement r 40x2, lot: a350aj2914. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
It was reported the patient underwent a left knee arthroplasty. Approximately 4 months post-implantation the patient experienced an infection which resulted in medical intervention during which the patient's joint was rinsed and 4 days later the patient's implants were explanted and replaced.